Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance at an office visit. X-rays of the device were received and reviewed by the manufacturer. No anomalies were identified in the visualized portion of the patient's vns device which could have contributed to the reported high impedance event. The patient's treating vns therapy physician indicated that the device diagnostics had confirmed proper device function two months earlier. The patient also began to experience an increase in seizure activity below pre-vns baseline which was attributed to loss of therapy from the high lead impedance event as the patient's seizures were under considerable control with vns therapy. The patient was originally reported to have been active in summer 2009 and had been wrestling with siblings; therefore, this activity was determined to have contributed to the reported event. Additional information was received from the physician's office on (B)(6)2010, confirming this activity invalid as cause of the reported high lead impedance. The patient's device was replaced and the explanted products were returned to the manufacturer for product analysis. The generator was replaced prophylactically. Product analysis has been completed on the generator. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event. Product analysis has been completed on the returned lead portions by the manufacturer and a discontinuity at the end of the negative quadfilar coil in the electrode region was confirmed. Mechanical damage was observed in the area of the lead break but no metal dissolution was present. The fracture was determined to be a stress induced fracture from the fatigue appearance in the area of the break. The electrode array portion was not returned for analysis, therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. Resistance measurement verified electrical and mechanical contact between the generator and the connector pins at one time.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.